Manufacturer narrative:
Patient height reported as (B)(6). Patient (B)(6). Unknown when the devices broke this report is for two unknown 1.7mm cables/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one 4.5mm cortical screw and two 1.7mm cables broke post-operatively . Patient had initial surgery with synthes implants on (B)(6) 2015 to treat a (B)(6) nonunion of the greater trochanteric. This was the patient's first time having synthes devices. Patient was implanted with the following: one 4.5mm locking compression plate, two 4.5mm cortical screws, four 1.7mm cables, four 4.5mm threaded cerclage buttons, and one 7.3mm cannulated locking screw. There were no issues during the initial surgery. Surgeon reported the patient fell off a gurney during an ultrasound visit on unknown date. X-rays taken after the fall on unknown date revealed two broken cables. Patient had revision surgery on (B)(6) 2016. The initial and revision surgeries were performed by the same surgeon. During revision surgery, it was discovered that the cortical screw was also broken in half and only half could be removed. Surgeon indicated the remainder of the screw was buried in the bone and would cause harm to the patient if an attempt was made to remove it. There is no plan to remove the screw shaft at this time. The broken cables were also removed. The remaining devices were completely removed and all were intact. Patient was revised to eight-hole proximal femoral hook plate, six 4.5mm threaded cerclage buttons, six 1.7mm cables, one 7.3mm cannulated locking screw, and two 5.0mm locking screws. Revision surgery was successfully completed without surgical delay or medical interventions. Devices will not be returned. Picture of explanted devices was provided. Concomitant devices reported: locking compression plate (part 242.122s, lot 6333569, quantity 1), 4.5mm cortical screw (part unknown, lot unknown, quantity 1), 1.7mm cables (part unknown, lot unknown, quantity 2), 4.5mm threaded cerclage buttons (part unknown, lot unknown, quantity 4), 7.3mm cannulated locking screw (part unknown, lot unknown, quantity 1). This report is for two unknown 1.7mm cables. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Image evaluation: the complaint condition is confirmed as implants resembling four (4) split cables were noted in the submitted image (photograph) of the explanted devices. However, it is unknown which cables were cut for removal and which cables may have broken prior to removal surgery. The small implant in the image that resembles a screw head could not be definitively identified as a broken screw, cerclage button, peri-prosthetic screw, or another short screw. A visual inspection (via the photographic image) and technique guide review were performed as part of this investigation. No further evaluation, such as a drawing review or risk assessment review, could be performed as the part numbers of the pictured devices are unknown. A root cause could not be definitively determined as the implants were not returned for physical evaluation. No design or manufacturing issues could be observed based only on the provided information. Note: actual products/devices were not returned. The reported hook plate (concomitant) is part of the peri-articular locking compression plate (lcp) plating system. The 4.5mm lcp proximal femur hook plate technique guide and the orthopaedic cable system technique guide were reviewed and adequately address recommended usage. The provided explant image was reviewed with the following comments: -one (1) hook plate was noted in the image; however, the specific condition of this plate could not be determined (no issues were identified). -three (3) screws and one (1) small implant, which resembles a screw head, were noted in the image. The condition of the screws could not be determined. Based on the image alone, it cannot be confirmed if these screws are intact. The small implant that resembles a screw head could not be definitively identified as a broken screw, cerclage button, peri-prosthetic screw, or another short screw. -implants resembling four (4) split cables were also noted in the image. A root cause could not be definitively determined as the implants were not returned for physical evaluation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.